Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the diamondback 360 orbital atherectomy system became stuck on the guide wire inside the pt's body during the procedure while trying to withdraw the device after spinning. The physician used a contralateral approach with a 6x45 vipersheath and a viperwire to access the target lesion. The lesion being treated was heavily calcified, 95% stenotic and about 2.0-2.5mm in length. It was located in a non-tortuous distal anterior tibial artery which had a reference vessel diameter of approx 2.0-2.5mm the physician used a diamondback 1.5 classic crown to perform five runs (low/med rpms) for a total run time of 2 mins, 36 seconds. He then exchanged the classic crown for a solid crown of the same size to complete the intervention. When he completed the intervention with the second diamondback, he noted a heavily thrombosed region with possible debris mixed with clot. Therefore, he elected to place the pt on an overnight tpa infusion. He brought the pt back the next day and took pictures and the region looked great. The pt remained stable and asymptomatic during this event. Additional info has been requested regarding this event.